Manufacturer narrative:
The returned faradrive steerable sheath passed leak and aspiration testing as the device was able to maintain pressure within the sheath. Inspection of the hemostatic valves found the external valve torn on the outer face by the center slit. Based on the available information, this defect would have compromised the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the farapulse pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During the attempt to reinsert the mapping catheter into the faradrive steerable sheath clear to validate the map of left atrium, air ingress was noticed inside the syringe when aspirating. A pressure bag was used for irrigation. No liquid leak nor air in patient or sheath was observed. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred.

Event description:
It was reported that during the farapulse pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During the attempt to reinsert the mapping catheter into the faradrive steerable sheath clear to validate the map of left atrium, air ingress was noticed inside the syringe when aspirating. A pressure bag was used for irrigation. No liquid leak nor air in patient or sheath was observed. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.